Manufacturer narrative:
Concomitant products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2021-aug-17, information was received from a healthcare professional (hcp), via a manufacturer representative (rep), regarding a patient receiving lioresal (2,000 mcg/ml) via an implantable pump. It was reported the patient's system was explanted on (B)(6) 2021 due to a post-op infection. Cultures were taken as diagnostics, but no results were provided in the report. The issue was resolved at the time of this report.